Event description:
A hospital administrator reported inoperative laser 1 and 2 outputs. The pt had received retrobulbar anesthesia in preparation for surgery. An alternate system had to be used to complete the procedure. There was no pt harm. The manufacturer evaluated and tested the equipment. No sample was returned for evaluation.

Manufacturer narrative:
The company representative examined the system and verified the laser module met specifications. The system was then tested and met product specifications. No samples were returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause is unknown. (B)(4).